Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. Analysis of the log file showed a software issue. Upon troubleshooting, the fse determined that a full software reload was required. To resolve the problem, the fse replaced the hdd with a new one, reinstalled the complete system software, and restored backups and configuration settings. After the software reinstallation, the system was successfully returned to service and operated in good working order. The codes were updated based on the investigation outcome.